Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200527 - file-2020-00583-analysis_and_closure_report_resp-2020-00615.pdf].

Event description:
Reportedly, during a regular follow-up check, a noise-like waveform with inverted polarity was found in all of the atrial and ventricular run events. Preliminary analysis of the provided print-out showed non-physiological and symmetrical signals (noise/artifacts) in both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up check, a noise-like waveform with inverted polarity was found in all of the atrial and ventricular run events. Preliminary analysis of the provided print-out showed non-physiological and symmetrical signals (noise/artifacts) in both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.

Event description:
Reportedly, during a regular follow-up check, a noise-like waveform with inverted polarity was found in all of the atrial and ventricular run events. Preliminary analysis of the provided print-out showed non-physiological and symmetrical signals (noise/artifacts) in both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. D7 updated.